Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) leaking helium. Helium tank changed 3 times in 2 weeks. There was no patient harm or injury reported.